Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the customer stated that they dropped something on the pump display and shattered it. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.